Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that there were issues with the physician handheld. The screen would frequently go blank and it required the handheld to be turned off and on to fix the problem. When personnel initially went to use the handheld on the day of the report, the screen was blank with the handheld fully charged. Then the handheld would not progress to allow for the retrieval of pt data. A hard reset was performed but would not progress past the "clear all data" screen. It was confirmed that the button left of center (contacts) was being pressed but the reporter stated that it did not work. It was confirmed that the battery latch cover was secure, all connections were secure, and when the device was plugged in, the power light turned orange. A second hard reset was attempted and again it did not move past the "clear all data" screen. The handheld and flashcard were returned to the manufacturer for eval. The flashcard and software performed according to functional specifications. During the analysis, it was identified that the flashcard contained two different sets of pt databases. The cause for the anomaly is associated with the flashcard being inserted into another handheld while out in the field. Based on the modification date of the cyberonicsbu database, the reported database anomaly could not have contributed to the reported software error. During the analysis no anomalies associated with flashcard software performance was identified. The cause for the reported complaint is associated with a loose/disconnected cable in the handheld that made the contacts button unresponsive. Once the cable was reseated to the main board, no further anomalies were identified. No anomalies associated with the handheld software were identified during the analysis.